Manufacturer narrative:
Distributor performed evaluation and repair.

Event description:
It was reported by the distributor that the power cord had been cut in two, resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.